Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had an endometrial ablation on (B)(6) 2014 and since the procedure the implant was poking out on the left side of their stomach when they coughed. The patient had the sensation of having a shot or burning sensation behind the implant and the patient could hear a bubbling sound where the implant was located. It was reported that the device was poking out some before but it had been worse after the procedure and the patient¿s appointment wasn¿t for another week.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date in (B)(6) 2014 was noted.